Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called in to report an off no power alarm. It was stated that the insulin pump beeped a few times then turned off. However, the customer stated they did not receive a low battery alert prior to the off no power alarm. The customer inserted a new battery but then the device had a partial display. The customer's blood glucose level was 146 mg/dl. The customer was advised that his device would need to be replaced; however, the customer declined stating that the display went back to normal and no longer wanted a replacement device. The device was not returned for analysis.